Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent will evaluate the device.  Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent evaluated the device but could not verify the reported issue. The third-party service agent replaced the lid reed switch according technical service update (tsu) 356 for our field safety corrective action fa271.  After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.